Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing faults.

Manufacturer narrative:
Device evaluation / correction 02/26/2018: it was initially reported that the monitor would not power on during evaluation. It should be corrected that the monitor was able to power on but was producing battery communication faults. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery communication faults) was confirmed. Upon evaluation, pin 1 of the u903 processor was shorted to pin 8. The cause of the communication faults is the shorted pins. The root cause of the shorted pins cannot be positively identified. Device evaluation of monitor sn (B)(4) is underway. As received, the monitor would not power on. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing faults.